Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon stuck to the stent and a dissection occurred. The lesions being treated were located in the mildly tortuous, moderately calcified, 90% stenosed ostium of the left circumflex (cx) marginal branch. The vessel size was 3.0 mm. The lesion was pre-dilated with a 2.5 mm balloon. The physician implanted a taxus express2 8.8% 3.0 x 24 mm drug eluting stent. There was a distal edge dissection. The physician implanted a taxus 2.75 x 24 mm stent to cover the dissection. There was still a dissection between the two stents. The physician treated the dissection further with a taxus 2.75 x 8 mm stent implanted distal to the previous stent. This still did not cover the dissection so the physician inserted another taxus 2.75 x 8 mm stent between the previous stents. The stents were post-dilated with a maverick 2.75 x 25 mm balloon. The physician did experience some resistance upon withdrawal of the balloon. He had to deep seat the guide to reach the balloon. Following the last stent it was obvious the pt had a left main dissection extending into the origin of the left anterior descending artery (lad). An intra-aortic pump was placed. The pt was life flighted to their other hosp. At the time of transfer the pt had moderate chest pain, no EKG or dynamic changes. The pt had successful CABG surgery. The surgery included a lima to the lad, and radial to the pda and radial to the om. The pt has been discharged and their status is reported as good. The physician stated that the guide dissected the left main because when he went to remove the sticking balloon the guide was sucked into the left main. Same case as 6000093-2004-00331.